Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code after customer reset pump due to unresponsive screen. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.